Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false positive af episodes due to frequent premature atrial complexes and occasional premature ventricular contractions were observed. No intervention performed. Patient was stable and will continue to be monitored.